Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent surgery to have "an excision of small bowel and recurrent ventral hernia repair", however, a specific device failure is not identified and medical records are not available at this time. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008: the patient underwent a laparoscopic surgery for an incisional hernia. The patient's hernia was repaired with a bard/davol composix kugel, reference number (B)(4). On (B)(6) 2010: the patient underwent surgery to have an excision of small bowel and recurrent ventral hernia repair. As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective kugel patch.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient underwent a laparoscopic surgery for an incisional hernia. The patient's hernia was repaired with a bard/davol composix kugel, reference number 0010203. (B)(6) 2010: the patient underwent surgery to have an excision of small bowel and recurrent ventral hernia repair. As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective kugel patch. Addendum per additional information provided: (B)(6) 2008 - \patient was diagnosed with ventral incisional hernia thereby underwent open repair with the implant of composix kugel (device #1). Per operative notes, ¿the hernia sac was opened, and its edges were defined. A mesh ¿ composix kugel (device #1) was placed intraabdominally in the preperitoneal space and sutured.¿ (B)(6) 2010 - patient was diagnosed with incarcerated ventral hernia with small bowel obstruction and abdominal pain thereby underwent open repair. Per operative notes, ¿the hernia defect was found to be just left to the midline. The adhesions of the hernia sac were removed. The previously placed composix kugel mesh (device #1) was palpated laterally and not involved with the current hernia.¿ (B)(6) 2018 - patient was diagnosed with ventral hernia, thereby underwent laparoscopic hernia repair with the implant of ventralight st mesh (device#2). Per operative notes, ¿the hernia was identified at the midline. There were dense adhesions between the small bowel and the anterior abdominal wall, and it was taken down. Once the hernia sac was removed, a ventralight st mesh (device #2) was placed into the abdomen and tacked securely to the anterior abdominal wall using secure strap.¿ (there was no visualization/mention of composix kugel mesh (device #1)). Attorney alleges that the patient had adhesions, bowel perforation, bowel removal, pain, recurrence and emotional injuries.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent surgery to have "an excision of small bowel and recurrent ventral hernia repair", however, a specific device failure is not identified and medical records are not available at this time. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years post implant of mesh ¿ composix kugel, patient was diagnosed with small bowel obstruction, adhesions and abdominal pain thereby underwent repair. The instructions-for-use supplied with the device list adhesions as a possible complication. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.